Manufacturer narrative:
Date of event and explant are estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2015, wherein the ipg was explanted and replaced with a competitor¿s ipg to address the issue. The leads remained implanted due to scarring.